Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7073372, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6), batch/lot number: 513837, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27445881, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead had migrated and had high impedances. The patient experienced an inability to fully charge the implantable pulse generator (ipg) and there was a reduce pai relief. Patient had a skin irritation from superficial placement and heating during charging. Bruising and sensitivity around the device site were noted. The patient underwent a spinal cord stimulator (scs) system replacement procedure. No further information has been obtained despite good faith efforts.